Manufacturer narrative:
This incident did not occur because of any malfunction / defect of our product. Consumer tripped on the carpet.

Event description:
Consumer is claiming that while carrying the water tank of a humidifier, he tripped on the carpet and fell. The tank allegedly shattered and cut his face.